Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump head was causing poor irrigation. The issue occurred during a diagnostic gastroscopy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The irrigation pump had a poor water supply. The pump head wass defective/damaged/worn and replaced. The subject device will not be sent back to olympus for further evaluation and repair. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump head was causing poor irrigation. The issue occurred during a diagnostic/therapeutic gastroscopy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.